Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon lost pressure at 8 atm's on the initial inflation. The lesion involved was a 90% stenotic lesion in a somewhat tortuous mid lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. The details regarding the stent involvement are unknown. Patient status is reported as 'good'.